Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Channel error 354.6770 when connected to pcu. (B)(4). Confirmed 354.6770 error at power on. Unit is missing handle. Removed case and connected to test pcu and confirmed the 354.6770 error. Connected an oscilloscope to pin 7 pressure_disc_sensor on the logic board. Powered on the unit and it then passed power on self-test (post). A pressure disk was installed to maintain pressure board voltage supply after post. Moved the pressure disk harness wires while observing the signal on the oscilloscope. When the wire attached to pin 8 on the pressure board was moved, 0 volts was observed on the oscilloscope instead of the initial 500 mv level. The pressure board harness was removed and retained by the ops lab. Syringe to be returned to service for harness replacement and completion via the normal process. (B)(4). (B)(6) inspected front cover dent. Ok to shipped (B)(4).